Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the diagnostics performed included impedance testing that resulted in normal values. No MRI was taken, nor was a head CT. The actions/interventions taken to resolve the tingling/buzzing/shocking sensation included the patient having the voltage turned down. The cause of the issues was not determined. The rep stated that the patient was doing fine after the voltage was lowered, but he has not received any additional information in the past two weeks on how the patient is currently doing; it is unknown if the issue is resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information received from the representative reported a neurosurgeon was requesting a lumbar spine scan for a patient who was recently implanted. It was noted the patient had programming symptoms, specifically tingling at the earlobe and slightly behind the ear. It was indicated this only occurred when the patient would turn his head back and to the left. The patient felt the "buzz" behind the ear more when the stimulation was turned up. The caller indicated he assumed the lead was not fractured as the patient was not getting shocked and there was no loss of therapy. The caller had performed an impedance check and both devices looked like they both "check[ed] out fine." Impedance check was performed with the patient's head straight and turned. It was also checked with the patient holding the position where the patient felt the buzzing but no abnormal impedance was noticed. Additional information received reported the patient had felt a tingling or shocking sensation behind the ear. It was noted the patient had turned the implantable neurostimulator (ins) off for an hour and the tingling sensation went away. The patient's indication for use was parkinsons dual and movement disorders. Reference manufacturing report # 3004209178-2016-25015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.